Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal left anterior descending artery with moderate tortuosity and mild calcification. A non-abbott stent was deployed. The 4.0 x 12 mm voyager balloon was prepared per the instructions for use, and advanced and inflated for post-dilatation. While inflating the balloon to 6 atmospheres (atm), a perforation was observed. The physician believed the perforation was caused by the stent. The balloon was intended to be removed; however, the balloon could not be deflated. The balloon was removed with force, and a graftmaster stent was placed for treatment of the perforation. The patient had a satisfactory outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with a proximal shaft separation which was confirmed to have occurred during post-procedural handling. The reported deflation and removal issues could not be confirmed due to the condition of the device. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instruction for use (IFU) states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. In this case, the balloon not fully deflating appears to have contributed to the circumstances which required some force to be applied to remove the catheter. It was reported that while inflating the balloon to 6 atmospheres (atm), a perforation was observed. Perforation is listed in the IFU as a potential adverse effect associated with the use of the device. In this case, a conclusive cause for the perforation, or relationship with the device, if any, could not be determined.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.